Event description:
The facility reports as the client was being lifted out of the bath with the hoist, the lifting handle stuck. When an attempt was made to rotate the handle, the hoist dropped quickly. No injuries were reported.